Manufacturer narrative:
Outer base tube weldment.

Event description:
It was reported by service report that the unit has a broken outer base tube weldment and bent lift tubes. No patient involvement or adverse consequences are reported.